Event description:
It was reported that the pump shut off unexpectedly. The customer connected the pump to a power source, but the pump did not turn on. Customer's blood glucose level was not provided. Cts will replace the pump. The customer reverted to manual injections for insulin therapy.reportedly, the customer reverted to an alternate method of insulin therapy.